Event description:
The user facility reported that the tip of a glidewire was sheared off during a procedure. The following information was provided by the user facility: (1) the device was introduced through a plastic introducer needle and was pushed forward to the stenosis; (2) the stenosis was hard and calcified and the vessel was occluded; (3) the attending physician tried to push the glidewire through the stenosis; (4) subsequently, the tip of the glidewire "ripped off"; (5) the attending physician made the decision to leave the tip of the wire unretrieved in the occluded vessel because the vessel was totally occluded and there were good collaterals.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body. The involved has not been returned for evaluation; therefore, the failure investigation was based on assessment of user facility information, a retention sample and quality records. Inspection and testing of the retention sample confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the information available, user facility information suggests that it is likely the glidewire was subjected to push-and-pulling and torque manipulations resulting in separation of the device. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
(B)(4). The involved device was returned & evaluated by qa at the manufacturing facility. Visual inspection of the device confirmed that the guidewire had been damaged resulting in complete detachment of the distal portion of the wire, as initially reported. Measurement of the returned sample indicates that the breakage occurred approximately 10-mm from the distal tip. The microscopic appearance is consistent with the guidewire having been damaged as a result of improper use, such as excessive bending torque followed by manipulation against resistance. Examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. There is no evidence that this event was related to a device defect or malfunction. Examination of a reserve sample from the reported lot confirmed no evidence of abnormalities or defects. Functional testing of a reserve sample from the reported lot confirmed all performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction there is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the guide wire having been damaged by repetitive torque force being applied after the distal portion of the device had been inserted into a tortuous vessel eventually resulting in the observed fracture of the guide wire. The device labeling state in the warnings / precautions section include: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00004 to provide the results of the evaluation of the returned sample.